Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 5 atmospheres upon first inflation for 3 seconds in a pinhole form near the center. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is sin good condition after the procedure.